Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of water was noted inside the ventilator. The pc boards were cleaned and dried, and after successful tests the ventilator functioned normally and was cleared for clinical use. No parts were replaced. The user facility indicated that the water originated from the humidifier and accidently entered the ventilator. Liquid/moisture on the pc boards can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).